Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware was replaced. The navigation system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned polaris spectra system control unit (scu). A check of the event log revealed intermittent firmware incompatibility dating back to february 2021. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .527mm with a passing threshold of .250mm. H6: b01, c07 and d02 apply to the concomitant product and system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the routine inspection, a positioning sensor unit (psu) sensor bt error was identified. The psu that had been brought for regular replacement was used to replace it. Normal operation was then confirmed. There was no patient involvement.